Manufacturer narrative:
The returned device was evaluated and a tear was found in the exposed portion of the soft cannula. Fluid was observed exiting the tear during leak test. It could not be conclusively determined when the tear occurred or if it contributed to the reported leaking during wear. Lot release records were reviewed and the product lot met all acceptance criteria. Mylife omnipod insulin management system ¿ user guide: model: ent450; 14518-5c-aw rev e 03/16. Checking your blood glucose 7 / page 96: warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see chapter 9, living with diabetes), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the patient¿s blood glucose reached between 99 mg/dl at 11:00 am to 406 mg/dl at 3:00 pm. Insulin was leaking at the insertion site and that the adhesive pad was wet. Hyperglycemia treated by patient with a manual injection with an insulin pen (exact amount was not provided). The pod was worn between 4 and 24 hours on the abdomen.